Event description:
Home health nurse was giving the patient an insulin injection using the patient's needle supply. After injection completed, needle was found to be left in patient's (right) leg. M.d. Was notified and patient was sent to e.r. For excision. Needle came out of syringe.